Event description:
It was reported that a patient who had received an implantable neurostimulator for the treatment of back pain experienced a zapping sensation in the neck when turning the neck a certain way. The patient stated that this issue began a little over a year after receiving the implantable neurostimulator and subsequently chose to turn the device off, preferring to manage the back pain rather than continue experiencing the zapping sensation. The patient expressed a desire to have the implantable neurostimulator removed but was informed by physicians that removal would only be considered if there was a serious medical need. The patient inquired about the possibility of undergoing an electromagnetic navigation bronchoscopy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the cause of the zapping was unknown. The patient had turned their device off and had no future plans to resolve the issue.